Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was having issues with the buttons on the insulin pump. Customer was attempting to do a set change and when she went to the menu, it started to scroll and then it froze. Light turned on so she took out the battery and inserted a new one, device alarmed button error. Customer's blood glucose was 11.0 mmol/l. Customer reported the device was dropped, five months prior to event, and it has cracks. Damage was located on the top of the screen and diagonally to the top of the device and the reservoir chamber. Customer was advised to discontinue use of the device and revert to back up plan.